Manufacturer narrative:
According to avialable information, this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific receive information that a pocket revision procedure was performed. Reportedly, the revision was performed due to lead erosion and protrusion through the patient's skin. The pocket was reopened and the tissue was removed from around the leads and then replaced in the pocket. Post operatively, the patient became agitated and interrogation was minimal. The following morning, interrogation revealed increased left ventricular threshold measurements. This device was reprogrammed. No diaphragmatic stimulation was reported. A decision regarding lead revision will be made in the future. No further patient symptoms were reported.